Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified arteriovenous fistula. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.